Event description:
It was reported during a low anterior resection the anastomosis was incomplete and the pt was given a temporary colostomy. The rep will call after speaking with the dr. 2/9/98 checklist rec'd from the sales rep stating the proximal donut was intact, the distal donut came out in two pieces. The posterior side of the anastomosis was free. Rep clairified that the anastomosis was open. Pt did receive colostomy.

Manufacturer narrative:
Tracking #.49207. 3/10/98 the surgeon, was performing a low anterior resection and was using the cdh 33 for the anastomosis. He had been unable to place a linear stapler across the distal rectal stump which was located approx 3-4cm above the anal verge and placed a whip stitch to close the rectum around the shaft of the cdh instrument. After placing the anvil in the sigmoid and placing the anvil on the shaft the instrument was closed in a normal fashion and it was fired. When the stapler was removed there was noted to be a gap in the distal donut. There was also a significant leak and for this reason the surgeon performed a protective illeostomy. The pt is doing satisfactorily. The instrument was not saved. The surgeon is of the opinion that this was primarily a technical issue with this pt and was probably not an instrument failure.